Event description:
It was reported that the spinal cord stimulation (scs) patients non-rechargeable implantable pulse generator (ipg) discharged before the expected time and an error message was displayed on the remote control (rc) indicating end of service (eos). Therefore, the patient underwent a revision procedure during which the ipg was explanted and replaced with a new ipg. There were no reported patient complications post operatively and the patient's normal medication was reduced.

Manufacturer narrative:
Correction to block d4: unique identifier (UDI). Device analysis performed on the returned ipg revealed that the primary cell ipg battery reached eos within 4 months, and 9.8 days which was very near the expected battery life of 5 months and 5.8 days. The labeling review that was conducted determined that the longevity of the ipg depends on programmed parameters, impedances, hours per day of stimulation and changes made to the programmed settings. Therefore, engineers concluded that the end of battery life was reached and addressed in the labeling documentation in the instructions for use (IFU).

Manufacturer narrative:
Correction to block h6.

Event description:
It was reported that the spinal cord stimulation (scs) patients non-rechargeable implantable pulse generator (ipg) discharged before the expected time and an error message was displayed on the remote control (rc) indicating end of service (eos). Therefore, the patient underwent a revision procedure during which the ipg was explanted and replaced with a new ipg. There were no reported patient complications post operatively and the patients normal medication was reduced.

Event description:
It was reported that the spinal cord stimulation (scs) patients non-rechargeable implantable pulse generator (ipg) discharged before the expected time and an error message was displayed on the remote control (rc) indicating end of service (eos). Therefore, the patient underwent a revision procedure during which the ipg was explanted and replaced with a new ipg. There were no reported patient complications post operatively and the patient's normal medication was reduced.